Manufacturer narrative:
The reported field events of no capture and lead damage were confirmed in the laboratory. Final analysis found that lead damage was noted from 18.5 to 19.0 cm from the connector pin consistent with clavicle crush damage. All five filars of the inner coil were fractured and damaged the inner insulation at the proximal region. This is consistent with the observations from the field.

Event description:
It was reported that the patient presented to the hospital feeling dizzy on (B)(6) 2018. The right ventricular lead could not pace. The patient did not undergo replacement procedure due to patient's personal reasons. On (B)(6) 2018 an x-ray confirmed that the right ventricular lead was damaged. During the procedure the atrial lead was also found damaged. Both leads were explanted and replaced. The patient's condition post procedure was stable and patient recovered and discharged home.